Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, clip delivery system (cds0201/40916u1/52), implanted mitraclip (x1). As the steerable guide catheter (sgc) was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for difficulty retracting the cds into the guide tip, resulting in soft tip tears are, but not limited to, manufacturing anomalies (inner diameter of the tip not within specification), procedural conditions (curves on the guide during cds removal) or user technique. As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the inner diameter of the soft tip met specification. Review of the device lot history record indicated there were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issue while functionally inspecting the sgc during device preparation, which is an indication that the soft tip was not damaged prior to use. With respect to the procedural conditions and/or user technique, difficulty retracting the cds into the guide tip, resulting in soft tip tears can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. In this case, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds, resulting in the difficulty removing the cds, and tears on the sgc soft tip. Based on the information reviewed, the reported soft tip tear appears to be related to procedural conditions/user technique. There does not appear to be any evidence of a product quality deficiency. The clip delivery system (cds0201/40916u1/52), referenced, is filed under a separate medwatch MFR number.

Event description:
This report is being filed for the tear noted on the soft tip of the steerable guide catheter (sgc). A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the patient. It was reported that during a mitraclip procedure, after the first clip was implanted, a second clip delivery system (cds) was used. However, due to the very large left atrium, the clip could not be positioned to capture the flail. It was decided to remove the device and perform another transseptal puncture to be able to implant the clip. The sgc tip had been straightened and as the cds was being retracted into sgc, the clip became caught on the sgc soft tip. The cds was advanced and the sgc tip was straightened some more enabling the clip to be retracted into the sgc and removed from the anatomy. As the sgc soft tip was torn due to the clip becoming caught on it, the sgc was removed from the anatomy. Another transseptal puncture was performed and a new cds and sgc were used to complete the procedure. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 1-2. There was no adverse patient effect. No significant clinical delay in the procedure was reported.